Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected energy from the ablation procedure which resulted in the device going into a safety defibrillation procedure circuit which resulted in the loss of capture (loc). Once ablation stopped, normal function of the device was noted. No greater than two seconds of asystole was noted. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.